Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting they have noticed swelling on the other side of the body across from their implanted device. Patient stated that it was coming and going. And that it was soft, not hard. Patient was advised to discuss the symptom with their healthcare professional (hcp). More information was received on (B)(6) 2018 with hcp reporting that patient met with the hcp on (B)(6) 2018 and wanted the ins removed because they didn't feel like it ever really worked properly. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had problem with their stimulator. The patient stated she raised it one time and thought she electrocuted herself. The patient had not been able to adjust since. She stated that she took vesicur a day before the call to help control her bladder. The patient stated where the pain was when raising stimulation up gave a sensation on bend of legs up where connected to back. Patient also indicated she could not increase it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had not talked to their healthcare provider regarding the electrocution because they thought they had to talk to a manufacturer¿s representative. The patient stated there had been no steps taken to resolve the issue,and they were told by a manufacturer¿s representative to either turn it off or take it out, and confirmed they had the therapy turned off. The patient reported they¿ve had a lot of trouble with ¿this thing¿ so they had it ¿down to 1 and then off¿ and it was off at the time of the call. The patient clarified the previously reported information and stated they turned up the stimulation because ¿that¿s what they were told to do if it wasn¿t controlling them¿ and the thought they electrocuted themselves. The patient stated that ever since then it hadn¿t worked right, but they were doing fine without it. The patient also clarified that the ¿sensation on bend of legs where it connected device¿ was that they felt like it had electrocuted them, and they were scared. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient had a knot coming up on back that had never had before. They said it came up and goes away. The machine was on the left side and the knot was on the right side close to the spine. To see if the knot is related to the device or therapy. Patient mentioned in having never worked and shutting the stim off.